Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacture representative regarding a patient receiving gablofen (1000 mcg/ml at 377 mcg/day) via an implanted pump. The indication for use was intractable spasticity and spinal cord injury/spinal cord disease. It was reported the patient was in the hospital for a routine pump replacement at eri. While the implanting physician was speaking to the patient, it was noted that the pump was eroded through the skin. The patient said it had been like that ¿for a while¿ but he didn¿t think to tell the doctor about it until today. It was unknown if any environmental/external/patient factors led to or contributed to the issue. There were no diagnostics/troubleshooting performed. The pump and catheter were replaced to the opposite side of the abdomen. It was noted the issue was resolved.